Manufacturer narrative:
Batch review performed on 23 october 2018; lot 172585: (B)(4) items manufactured and released on 21 october 2015. Expiration date: 2020-10-06 no a;nomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented # 5 r reference 02.07.1205r (k090988); lot 160024: (B)(4) items manufactured and released on 09 march 2016 expiration date: 2021-02-27; no anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
Cement didn't adhere to implants. The type of cement used is palacos r. Additional comment performed by surgeon: apparently a surgeon has revised two other patients of mine over the last year or so that were both medacta knees. In both of those cases there was no adherence of cement to the metal components. From what I understand, one of the knees was revised because of mid flexion instability and the other one had incompetence of the medial collateral ligament.